Manufacturer narrative:
Device evaluated by MFR: an nc emerge mr, ous 2.50mm x 12mm balloon catheter was returned for analysis. A visual and tactile inspection was performed but no issues identified with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Microscopic examination of the inner wire lumen identified that the lumen was slightly flattened at the proximal markerband. After removing the balloon material an examination of the inner lumen found 2 pinhole perforations. The first pinhole was located at the distal edge of the proximal markerband and the second pinhole was located 1mm distal from the distal edge of the proximal markerband. Functional testing was performed wherein the encore device was verified before use by using the druck gauge. An attempt was made to inflate the balloon to its rated burst pressure (rbp) of 20 atmospheres (atm) as per instructions for use. However, due to liquid leakage through the distal tip of the device, it was unable to reach rbp. Using a blade the balloon material was removed, and a microscopic examination of the inner wire lumen found 2 pinhole perforations in the inner wire lumen (pinhole locations described above). Due to the pinhole perforations in the inner wire lumen, it was not possible for the balloon to maintain pressure as liquid leaked out through the distal tip end of the device. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% chronic totally occluded target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion, and the balloon burst due to heavy calcified lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% chronic totally occluded target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion, and the balloon burst due to heavy calcified lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.